Event description:
Colonoscopy with polypectomy and fulguration, colonic perforation resulting in diagnostic laparoscopy and trans abdominal closure of colotomy. Md feels cautery was burning too high/hot.